Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient rep reported patient was in the hospital now due a fall last tuesday and the shaking and tremors patient was experiencing for almost a week now. Patient rep mentioned patient passed out and fell breaking their ankle.  Patient was in the ER and patient couldn't think right, had bad memory, and had no memory. Caller did not know what the problem was and they believed the stimulator was causing the patient shaking, nervousness, mental break down stuff like losing memory. When patient turned stimulation off patient's shaking and tremors seemed to be somewhat calmer then when stimulation was on. When asked for an event date caller stated they first noticed the shaking/tremors last tuesday when they fell and broke the ankle. Patient rep mentioned the last time implant was checked was a few years back by a rep. It was lso reported that pt's ins "kept going off" and was causing a lot of spasms. Caller stated that pt turned stimulation off and continued to experience the spasms and said they could feel "it". Caller confirmed that pt said they also fell a couple days ago.